Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information are in process. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that an edwards valve was explanted after an unknown implant duration from a (B)(6) patient for unknown reason. The patient was noted as to be hospitalized in stable condition after the procedure.

Event description:
Edwards received notification that a 23mm valve implanted in the aortic position was explanted after an implant duration of 3 years and 5 months from a 40 year-old patient due to host tissue. The patient was noted as to be hospitalized in stable condition after the procedure.

Manufacturer narrative:
Device code 3191 - host tissue/pannus. Device evaluation: customer report was unknown and could not be confirmed. X-ray demonstrated wireform intact and minimal calcification on leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 on the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the inflow and outflow aspects. Sutures remained attached to the sewing ring around leaflet 2. Sewing ring was cut around leaflet 1. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.